Event description:
As reported, a year after the initial surgery, the patient underwent a revision of the poly due to pitting. No further details provided.

Manufacturer narrative:
Pending investigation. D10: 02-020-13-0240 - truliant cr cem fem cr cem left sz 4 6809095 200-02-29 - three peg patella 29mm a291357 02-022-45-4035 - truliant tray, cem sz 4f/3.5t a397783.

Manufacturer narrative:
The reason for the revision reported may be related to prosthesis wear as slight pitting consistent with third bodies was noted on the provided images of the tibial insert; however, the device appears unremarkable for signs of volumetric wear and the insert would not have been at risk for increased oxidation as it was not packaged in a non-conforming bag/included in the packaging recall. However, the wear cannot be confirmed as the devices were not available for evaluation and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not returned for evaluation and limited information was provided. H6: corrected investigation clinical codes.